Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced patient side manipulator (psm) to resolve the issue. The system was verified and ready to use. Isi has received the psm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted radical tonsillectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance during surgical setup due to the universal surgical manipulator 1 (usm1) was flashing amber at startup and repeatedly generating recoverable fault 23339. System event logs confirmed the error. The customer attempted to recover the fault but was unsuccessful and then performed multiple hard reboots and emergency power offs on the patient side cart without resolving the issue. The procedure was aborted with no patient involvement with no reported injury.